Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and the main body of the twist clamp. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred during when trying to disconnect from the patient line after peritoneal dialysis therapy. The dark blue part of the transfer set (female connector) pulled out and the patient was unable to unscrew from the patient line. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.